Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager became misaligned, failed, and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 24-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was missing aligned. A field service engineer (fse) arrived onsite and tested the door and latch to ensure there was no misalignment, and none was observed. The customer confirmed that the remote manager frequently failed. The latch was already greased, but the fse replaced it with a new one. After replacement, the latch was tested in hardware test application (hta) and confirmed to lock and unlock properly. The system functioned as intended after the field service engineer repaired the device.